Event description:
The customer reported to olympus that during and unspecified procedure, the high definition autoclavable camera head displayed no image. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was no image due to a failed charged coupled device (ccd). Additionally, the evaluation revealed scratches on the cable, switch #3 discoloration and a loose coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image is displayed due to ccd failure. Root cause of ccd failure could not be specified. Olympus will continue to monitor field performance for this device.